Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was implanted there was a type ia endoleak. The decision was made to use endoanchors. The radiopaque marker on guide came off after second endoanchor deployment. Per the physician the cause of the event is device related. Per the physician, the cause of the endoleak was due to the patient anatomy of a short conical proximal aortic neck. The endoleak was found to have resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: upon inspection of the guide, the tip of the guide was oval and the inner liner was delaminated with exposed braid wires. The was deformation approximately 4mm from the tip of the guide. The pebax was folded over in places and appears to be tucked under the support ring where the support ring is exposed. The rest of the device was unremarkable. The knob was rotated and the guide deflected normally. It was noted that the more the guide was deflected, the more the tip became ovalized causing the support ring to become more displaced. The pbax was pulled away from the tip and found that the kevlar cord was not routed around the support ring. The kevlar cord was pulled and the entire length of the kevlar cord was easily removed from the device. The entire length of the kevlar cord was bloodied. The reported complaint could not be confirmed as the ro marker and support ring were still within the returned heli-fx guide. The device was returned with the support ring slightly dislodged. The cause of the support ring to dislodge after the second deployment cannot conclusively be determined from the device analysis as the event occurred in-vivo and could not be replicated. Similar events have found that if insertion difficulty is met at the tip of the guide, the user may attempt to forcefully push the applier hard enough causing the guide tip to become dislodged. If information is provided in the future, a supplemental report will be issued.